Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. Reprogramming was performed to switch the mv sensor back on, but a second sam episode was recorded due to artifacts, and the sensor switched off again. It was discussed that the patient has experienced frequent atrial tachycardia episodes, and further reprogramming recommendations were requested as this could be related to the artifact detection. The physician has decided that during the next follow-up, they will switch the atrial channel off completely to avoid sam alerts and artifact detection in the future. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. Reprogramming was performed to switch the mv sensor back on, but a second sam episode was recorded due to artifacts, and the sensor switched off again. It was discussed that the patient has experienced frequent atrial tachycardia episodes, and further reprogramming recommendations were requested as this could be related to the artifact detection. The physician has decided that during the next follow-up, they will switch the atrial channel off completely to avoid sam alerts and artifact detection in the future. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.